Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that sharps coll chemo 3gal yellow new cap lid was disconnected. This was discovered before use. The following information was provided by the initial reporter: when the customer opened the lid before use, the connection was detached.

Event description:
It was reported that sharps coll chemo 3gal yellow new cap lid was disconnected. This was discovered before use. The following information was provided by the initial reporter: when the customer opened the lid before use, the connection was detached.

Manufacturer narrative:
H.6. Investigation: an DHR was able to be performed by universal plastics on (B)(6) 2020 with the help of additional pictures and lot# of product. No issues were found. Bd has confirmed the lid to be broken off of photo evaluation. Universal plastics, on (B)(6) 2020 also requested flex to help with investigation into this issue. Universal plastics reviewed complaint with operators. At this time universal plastics is waiting for flex investigation to continue ncr. H3 other text : see h.10.